Manufacturer narrative:
A boston scientific patient services representative documented and discussed the clinical observations with the caller and instructed the caller to contact his physician. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient passed out two times the previous day and also several times over the past six months. The patient has undergone an ultrasound and a computerized tomography (CT) scan; however, the results were not provided. His physician instructed him to perform a patient initiated interrogation (pii) of his device. No additional adverse patient effects were reported.